Event description:
Spectra optia mnc disposable set, lot #04v3217 developed blood leak 6 hours into collection. This is the second set from this lot number that leaked within 3 days. Collection ended without reaching collection goal. Pt disconnected. All sets lot #04v3217 removed from inventory. Defective set returned to bct for eval. Terumo bct service cleaned and inspected machine and returned to service. At 303 minutes, 'leak in centrifuge' alarm occurred. Product line sealed immediately. No concurrent treatments occurring during collection. Dates of use: (B)(6) 2013. Diagnosis or reason for use: multiple myeloma. Event abated after use stopped or dose reduced: yes.